Event description:
It was reported that charging cable and wall adapter were damaged and no longer worked. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement charging supplies with two-day shipping and no additional actions were reported.